Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-jan-2026 by an other health professional via sales representative concerning a 78-year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. The patient did not receive any filler, toxin, or sculptra injections previously. On (B)(6) 2023, the patient received treatment with 2 vials of sculptra (lot number 2j1943 and expiry date 30-apr-2025) to unknown location (unknown injection technique and needle type). On (B)(6) 2023, the patient received treatment with 2 vials of sculptra (lot number 3j1701 and expiry date 31-mar-2026) to unknown location (unknown injection technique and needle type). On the same day, the patient also received treatment with botox [botulinum toxin type a]. On (B)(6) 2025, the patient developed giant lipoma reaction/firm linear, tubular nodules/giant cell granular mass reaction (granuloma skin) on face. The patient underwent a punch biopsy which demonstrated giant lipoma reaction suggestive of a polylactic filler. There was no biofilm bacteria or fungus noted. Only a giant cell granulomatous reaction that the dermatopathologist stated most likely related to polylactic acid. The patient also underwent unspecified laboratory tests and all results were normal. The patient did not receive any corrective treatment yet. As of (B)(6) 2026, the patient still had numerous linear firm nodules on her face. Outcome at the time of the report: giant lipoma reaction/firm linear, tubular nodules/giant cell granular mass reaction was not recovered/not resolved/ongoing. Tracking list: v.0 initial report v.1 fu received on 04-feb-2026 and 16-feb-2026 from the same reporter. Event verbatim and coding updated (granuloma skin). Suspect device lot number, volume, implant date, concomitant medication and event onset date were updated. V.2 fu received on 25-feb-2026 from the same reporter. Case upgraded to serious. Outcome of event updated.

Manufacturer narrative:
Company comment: the serious event of granuloma skin was considered expected and possibly related to the treatment. Seriousness criteria includes the long-standing nature of event suggestive of permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot numbers were valid and verified the reported product. To date, two case reports, including this case have been reported for the lot 2j1943. However, only this case involved granuloma skin. For the lot 3j1701, twelve case reports, including this case have been reported. However, only three cases, including this case involved granuloma skin. A repeat batch record review will be conducted to rule out potential non-conforming product, and additional case information will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.